Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steady at approximately 875 ohms through (B)(6) 2016 rises out of range (greater than 2000 ohms) starting week of (B)(6) 2016. Alert for out of range subthreshold lead impedance on (B)(6) 2016.

Event description:
It was reported that there was patient alert due to high impedance on the right ventricular (rv) lead. The impedance was increasing persistently. The lead will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.